Manufacturer narrative:
Device available for evaluation: 3/21/2019; name : (B)(6). The device was received 3/21/2019 for further evaluation by the manufacturer. The reported event was not confirmed. The pump passed performance verification testing (pvt), self-test and the pvt delivery accuracy test. The pump also passed a run-in protocol of 50ml/hr and 25m. The probable cause was not identified during testing. No additional information is available at this time.

Manufacturer narrative:
The device involved in the event is expected to be returned for further evaluation by the manufacturer.

Event description:
It was reported that, during an infusion, the device involved in the event delivered more unknown medication than what the infusion pump was programmed to deliver. The pump was reported to have been removed from the patient placed aside. There was no report of harm to the patient. No additional information is available at this time.